Event description:
It was reported that the device was fractured. No more information is available.

Manufacturer narrative:
(B)(4). G2: australia h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.